Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant deployed, and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip was damaged as the tri-cuts were flared and torn, and the distal marker band was kinked. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but was not in an ideal position. While recapturing the device the physician noted that it was more difficult than normal to recapture the closure device. The physician successfully fully recaptured the closure device and removed it from the patient. A new wds was used to successfully completed the procedure with a closure device implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but was not in an ideal position. While recapturing the device the physician noted that it was more difficult than normal to recapture the closure device. The physician successfully fully recaptured the closure device and removed it from the patient. A new wds was used to successfully completed the procedure with a closure device implanted in the laa of the patient. There were no patient complications or consequences, as a result of this event.